Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion confirmed in the laboratory due to excess current drain. The cause of the excess current drain was undetermined.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a scheduled device replacement procedure, premature battery depletion due to elective replacement indicator (eri) was observed on the device. Upon review of the remote transmissions via merlin.net transmission, eri longevity estimate was for two months. Device was explanted and a new device was implanted. Patient was stable prior, during and post procedure and will continue to be monitored.